Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable events occurred due to wear and tear damage with customer mishandling and with increasing use/time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During evaluation, there was no problem with the inflation of the balloon; however, the balloon could not be deflated due to damage to the water suction tube. During inspection, the following areas of damage were found: the adhesive around the objective lens' and the light guide lens was worn; the probe unit had a missing piece; the acoustic lens was peeling; the lock engagement lever was worn; the acoustic lens was damaged; and the connecting tube was deformed. Functional testing determined the up/down knob could not be locked in place; and the ultrasound image was defective due to the damage to acoustic lens. Finally, both directional knobs had excess play and the angle did not meet specifications: these issues were caused by a worn angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus medical that the evis exera ii ultrasound gastrovideoscope had been bitten, and the balloon could not be filled. This issue was identified during preparation prior to use. The device was returned to olympus medical for evaluation. During examination, a gap was identified between the acoustic lens and the ultrasound probe. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.